Event description:
According to the customer, the nebulizer would move a lot, make very loud noise and the steam/medicine output was very poor.

Manufacturer narrative:
According to the customer, the nebulizer would move a lot, make very loud noise and the steam/medicine output was very poor. Customer has to use it constantly because of health condition approximately every 15 minutes, everyday. Unit is 2.5 years old. Per the customer contact, due to this malfunction, the customer had a severe attack of copd and had to be hospitalized for 7 days. Customer needs a nebulizer and uses it constantly. The customer needed steroids and now has a pulmonologist appointment coming up. She's still having similar treatments, cortizones and steroids, and needs to nebulize. She might need to go on oxygen. Customer's past medical history includes cancer, heart condition, and stents. No additional information at this time. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.